Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned top provisional found signs of repeated use and a fracture on the medial condyle. Scratches and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The following sections are not applicable: expiration date, date implanted, date explanted. Concomitant medical products: item: tibial articular surface provisional right size gh, item: 42527000707, lot: 62905043. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-01035).

Event description:
It was reported that during surgery the item broke on insertion for trial range of motion. Component was not seated properly in tibia trial baseplate. There were no complications or delay reported.